Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) stated that during pm discovered that the blood pressure transducer adapter cable was defective. The fse completed the pm with a different cable and disposed of the defective one. The fse ordered a new blood pressure transducer adapter cable for the customer. A full system check out was performed on the pm to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
A field service engineer (fse) reported that during a preventive maintenance (pm) the cardiosave's intra-aortic balloon pump (iabp) blood pressure transducer cable failed during the fiber optic test. No patient was involved during this event. No adverse event was reported.